Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for a blood glucose (bg) level of below 50 mg/dl. Reportedly, the customer administered a mealtime bolus but did not eat the appropriate amount of carbohydrates that were entered into the bolus menu, resulting in the low bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.